Event description:
A surgeon reported an irrigation/aspiration tip had a serrated edge during two procedures. The surgeon was able to solve the complication and complete the procedure. Both pts experienced posterior capsular ruptures during the procedure. There were no other postoperative complications according to the surgeon. Additional information has been requested but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).